Event description:
It was reported that during use of implantable pulse generator (ipg), the clinician noted rate response pacing around activity rate at rest and could be causing ischemise symptoms (non-specific symptoms). It was also reported ipg inappropriate rate response due to device proximity to shoulder; patient is extremely thin. The ipg was re-programmed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.